Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported through patient outcome that the patient was expired on (B)(6) 2019. The cause of expiration is unknown. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Multiple requests for additional information, including the product¿s return, were sent to the customer; however, no additional information was received. The device has not be returned to date. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event